Manufacturer narrative:
The main component of the system. Other relevant device(s) are: vamc4444c200tu, sn (B)(4), expiration date: 2018-06-20, (B)(4), vamc4444c200tu, sn (B)(4), expiration date: 2017-03-22, (B)(4). Evaluation summary: the cause of the possible aneurysm rupture occurring after implant, leading to the patient¿s death, could not be determined from the pre-implant films provided. Films during and post-implant were not available for review, and no issues were reported during implant prior to the possible rupture. Pre-implant films revealed that the patient had a severely tortuous thoracic; the arch was acutely angulated ~150°, and another area of acute angulation of ~100° was seen along the descending thoracic. The patient¿s distal seal length was also short; <(><<)>20 mm. It is possible that the patient¿s severely tortuous anatomy and short distal seal may have led to the possible aneurysm rupture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for endovascular treatment of a 65 mm max diameter thoracic aortic aneurysm. The proximal aortic neck diameter ranged from 36-33 mm along a 39 mm length. The distal aorta diameter measured ~ 39 mm. The patient has a steep and angulated aortic arch. It was reported that after the implant procedure, the patient expired due to a possible aneurysm rupture. Per the physician, the cause of the aneurysm rupture leading to patient death was unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.